Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission 06-feb-2018 the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: there were loss of prime warnings observed in the pump's black box. The pump was able to perform the prime steps with no alarms observed. The alleged issue could not be duplicated.